Event description:
It was reported the customer was unable to upload the pump to t:connect or hcp portal. There was no reported adverse impact to the customer's blood glucose. This event is being reported based on the evaluation of the returned device. During evaluation, usb pin damage was observed that prevented charging.